Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter was not found on the g5 receiver or on the g5 application. No additional event or patient information is available.